Manufacturer narrative:
Concomitant medical products: other relevant device is: product ID: d-evprop2329us, lot #: 0011217203, ubd: 15-may-2024, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a high-grade aortic stenosis, and reduction in the wall motion of the anterior septal apex of the left ventricle were observed via echocardiogram. No st elevation was noted on the electrocardiogram. During the implant, right femoral artery (rfa) was punctured to gain vascular access and hemorrhage was observed. When the non-medtronic sheath was removed, hemostasis was achieved with two non-medtronic closure device and a manual compression. However, a contrast agent leakage was noted via angiography. Subsequently, a non-medtronic stent graft was placed, and hemostasis was achieved. Immediately following the valve implant, a 14fr non-medtronic sheath was withdrawn from the patient and a lower extremity angiography was performed. Arterial dissection was confirmed from the rfa to the right external iliac artery. A 10mmx10cm non-medtronic stent graft was placed successfully via the left femoral artery on the contralateral side. Adequate blood flow was noted via final imaging. The procedure was completed. Following the valve implant procedure at an unknown period of time, the patient developed cerebral infarction and was hospitalized at the department of neurosurgery. A stent placement procedure was sched uled due to a high-grade stenosis in the left internal carotid artery. One day following the valve implant, the patient presented with worsened congestive heart failure. Two days post-implant, thinning and perforation of the anterior septal apex with shunt blood flow to the right ventricle were observed. A ventricular septal perforation was confirmed. At this point, it was noted the patient developed myocardial infarction after hospitalization from the department of neurosurgery. An emergency left ventricular repair was considered a high risk and a 5.5 non-medtronic heart pump was placed. The patient¿s consciousness was reported to be impaired three days post-implant. Bilateral cerebral infarctions were noted via computed tomography. It was noted the cerebral infraction occurred due to a high-grade stenosis of the internal carotid artery. The patient¿s general health condition was reported to not recover, and the patient died.

Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no product analysis can be performed. Images of this case were not submitted to medtronic to review. A medical safety assessment was performed. The following is a summary of the assessment: based on the information provided, it is unlikely the death was due to the evolut pro+ valve as the primary cause of death appears to be cerebral vascular accident (cva), which occurred prior to the transcatheter aortic replacement valve (tavr) implant and further extended post implant, due to known high grade carotid stenosis that was not stented prior to the tavr implant. In addition, contributing factor to the subject's death could be the myocardial infarction (mi) prior to the tavr in which the tavr was implanted in the subacute phase of the mi. Cva (prior to implant), mi (prior to implant), poor hemostasis post implant, the right femoral artery dissection, congestive heart failure (chf) and left ventricle septal perforation. Based on the information provided, the cva and mi occurred prior to tavr thus are not related to the valve or death. Chf is most likely due to the subject's poor cardiac function prior to implant of the valve. The rfa dissection and lv septal perforation would be considered procedure related adverse events. The adverse event and its reported severity is known and identified in the product risk management file. Death, arterial dissection, cardiovascular injury (perforation), mi and bleeding are all noted in the valve instructions for use (IFU) and risk management documents. The harms/adverse events are not unexpected, therefore no further action is required. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). The previous patient condition and procedure related events are likely contributing factors. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per the physician, cerebral infarction occurred due to a high degree stenosis of the internal carotid artery. The previous patient condition and procedure related events are likely contributing factors. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.